Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Non-sustained right ventricular oversensing episodes were noted on the patient's implantable cardioverter defibrillator, due to post-paced t-wave oversensing. Programming changes were made. Defibrillation threshold testing was discussed, but not performed. The patient was not dependent, and will continue to be monitored.